Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) hospital reported all the telemetry devices went down for about 10 minutes on cns, pu-621ra with serial# (B)(6) . Service requested: assistance in troubleshooting. Service performed: nkts assisted in troubleshooting. Nkts reported that 2nd floor org closet switch stack rebooted which caused all telemetries to go down. Once the switches came back online after reboot (10-15 minutes) all telemetries were working as expected. Nkts logged into remotely and noticed that 7 of the 8 switches rebooted (device that was still up had no devices plugged into it). There was no harm to patients reported at the time of incident. Investigation conclusion: root cause of the issue could not be identified as there were no resolution notes submitted by network team. The warranty of the device expired on 10/30/2018. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium conclusion: cns-6201(pu-621ra) has been sunsetted officially on april1, 2018. Nk will no longer be manufacturing these units and will continue to support these units for a minimum period of seven years. The cns-6801a central station provides all of the monitoring capability of the cns-6201a with additional capabilities and improved hardware.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices for about 10 minutes.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices for about 10 minutes. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: transmitters: no models and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices for about 10 minutes.